Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values. Which occurred (B)(6) days after the sensor had been inserted into the abdomen. On (B)(6) 23, the patient would not disclose what physical symptoms he was experiencing. However, the patient called emergency medical service (ems). Due to how he was feeling. While waiting for ems to arrive, the patient lost consciousness (the patient also refers to this as a ¿diabetic seizure¿). When ems arrived, the cgm was reading 260 mg/dl and the bg meter was reading 40 mg/dl. The patient was treated with ¿glucose pills¿ until his bg stabilized. Ems was with the patient for approximately an hour. The patient was not transferred to the hospital. Since this event, the patient has been to his doctor for follow-up. Lab work was drawn and the patient reports ¿they can¿t find anything wrong with me¿. The patient was ¿feeling okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.